Event description:
Significant blood loss from the hemostatic valve and the fluid chamber. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) blood loss is listed in the IFU. (B)(4) valve leaks are not specifically listed in the IFU. Check-flo discs critical dimensions are inspected during incoming quality control. Per quality control specifications, inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. (B)(4). A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing an appropriate warnings and precautions, contraindications, and the proper deployment procedure. Damage to the check-flo disc likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate (B)(4) personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).